Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. On (B)(6) 2018, the patient increased stimulation to 3.1v. On date prior to initial report, the caller said therapy wasn't working as well for the patient. The caller tried to increase stimulation, but they weren't feeling stimulation at 5.5v on (B)(6) 2018. The patient had access to their patient programmer (pp) at the time of the call so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation. The patient increased stimulation to 7.0v on program 1, but they couldn't feel stimulation. The patient then switched to program 2 and increased to 7.2v, but they weren't feeling stimulation. They then switched to program 3 and adjusted stimulation to 4.0v; the patient felt stimulation a tiny bit. It can be noted that the patient increased stimulation to 7.0v on program 4, but couldn't feel stimulation. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to have the ins and lead checked. The event was considered a sudden change in therapy/symptoms. On (B)(6) 2018, a rep said, "it has been resolved." No further patient complications have been reported as a result of this event.